Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to noise and very low impedance measurements. Additionally, the implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd) during the same procedure. No additional adverse patient effects were reported.